Event description:
It was reported that the patient had an infection and that the pump had to be replaced. The drug used in the pump at the time of the event was not known. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).